Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced dyspnea due to unknown device malfunction. The patient status was not provided.